Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he work up with a blood glucose reading of 77 mg/dl, and the insulin pump was delivering a 25 unit bolus. The insulin pump had delivered 21 of the 25 units that had been programmed. The customer was able to treat himself for the insulin, but he had no idea how the units were programmed since he was asleep at the time. No medical assistance was required as he lives in a retirement home with nurses on staff. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was advised to seek medical assistance if needed. His blood glucose reading was 125 mg/dl at the end of the call. Nothing further was reported.